Event description:
It was reported that the patient's vns battery reached end-of-service after only 2 years of implant, which is thought to be premature battery depletion. The patient underwent vns generator replacement. The explant facility is known not to return any explants. No additional relevant information has been received to date.